Event description:
Additional information received confirmed the leak came from the back of the cassette. The patient is not trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient is unable to use the pd catheter, therefore not continuing with treatment. The patient has an appointment for repositioning of the catheter. Tissue plasminogen activator was tried but the patient was barely able to get fluid into the abdomen.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 4 of treatment and the treatment was cancelled. Fluid was discovered in pump module area and on the external of the cassette. Fluid leaked from the back of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the night and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.